Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded a battery depletion (bd) error. The timeframe in which the estimated longevity change was observed has not been specified. It was also mentioned that the patient collapsed on the bus and does not have much memory of the event. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. In addition, the device data is showing no episodes and there are no abnormal resets or faults other than the bd error, therefore the syncope points to potential clinical reasons that should be investigated from the clinical side to determine its origin. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.